Event description:
The customer originally reported that the device would not print. The unit was then returned to physio-control for repair. There was no pt use associated with the reported event. Upon initial evaluation physio-control observed that the device failed to deliver defibrillation therapy.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device. It was verified that the device would not deliver defibrillation therapy. Physio-control recommended the replacement of the power conversion pcb assembly; however, due to the cost associated with this repair and the age of the device the customer declined service. The unit was then returned to the customer unrepaired. Further investigation cannot be performed.